Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. Complaint no: (B)(4).

Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the facility representative, no patient injury or medical intervention has been reported related to the device. No additional information or contact was available.